Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the leadless implantable pulse generator (ipg) device was not working and alleged that there was a problem with the battery. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinic later disclosed that there was no problem with the battery. The device function was completely normal with no issues or concerns and no action was taken.